Event description:
Customer reports, that the expiration date printed on the vial of strips is 6/31/06. MFR has the expiration date as 3/31/06. No adverse event reported. Requested return of suspect vial and replacement was sent.